Manufacturer narrative:
Date sent to the FDA: 11/07/2007. Result: the actual device was returned for evaluation. A visual inspection of the point using a scanning electron microscope (sem) revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical defomartion. There are no signs of manufacturing or material defects on the needle. Conclusion: user error caused the event. In order to avoid this kind of damage, the package insert cautions: to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.

Event description:
Customer reported, that the needle broke during use. No adverse patient consequences were reported.